Manufacturer narrative:
(B)(4). A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter broke. The customer returned one snaplock adapter and one epidural catheter. The returned components were received connected together (reference attached files inp1900072978). The returned sample was visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed the extrusion and coil wire at the distal end appears to be stretched and the tip is missing. The proximal side of the catheter appears to be intact as no damage was observed. The catheter appears to have been used as adhesive residue is present on the catheter body exterior (reference files anp1900072978). No other defects or anomalies were observed. A dimensional inspection was performed on the returned catheter using a ruler (10171599). The returned catheter extrusion measures approximately 61.9cm. The extrusion and coils appear to be stretched at the distal end of the catheter as well as the distal tip is missing. This is why the catheter is slightly beyond outside of the specification of 58.5-61.5cm per graphic kz-19600-001; rev. 2. Specifications per graphic kz-19600-001; rev. 8 were reviewed as a part of this complaint investigation. The IFU for this kit, b-19604-101a; rev. 4, was reviewed as a part of this complaint investigation. The IFU warns the end user, "do not advance catheter more than 5 cm past tip of plexus block needle." The IFU also warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. If resistance is encountered, reevaluate position of patient and make another attempt to remove catheter. Skin traction in the direction opposite of that applied to catheter may facilitate removal. If removal is difficult, obtain an x-ray and request further consultation." A corrective action is not required at this time as the condition of the sample received indicates unintentional user error caused or contributed to this event. The reported complaint of the catheter breaking was confirmed based upon the sample received. A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no evidence to indicate a manufacturing related issue. The catheter showed signs of stretching at the distal end and the distal tip was missing. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. Therefore, based upon the condition of the sample received and the observed evidence of the extrusion and coils stretching at the distal end, unintentional user error caused or contributed to this event.

Event description:
The report states: a supraclavicular block was done on a patient. When the doctor removed the catheter, he noticed the tip of the catheter was missing. It was still inside the patient when he left. Additional information indicates that it was the black tip of the catheter that was left in the patient and there are no plans for removal.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: a supraclavicular block was done on a patient. When the doctor removed the catheter, he noticed the tip of the catheter was missing. It was still inside the patient when he left. Additional information indicates that it was the black tip of the catheter that was left in the patient and there are no plans for removal.